Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after an unrelated procedure, it was noted that the right ventricular lead was not capturing. Prior to the procedure, the threshold testing was stable. The patient was pacemaker dependent, so the loss of capture meant that the heart was not beating and the patient was symptomatic. The lead was explanted and replaced. The patient was in stable condition.